Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. While reviewing the service report from the asp, ventec observed that the asp had noted that the date they observed the reported issue was 04/04/2022 and not 04/08/2022 as originally reported. This information had not been previously provided to ventec. As a result, section b3, date of event, has been updated from 04/08/2022 to 04/04/2022. The device was further evaluated by the authorized service provider (asp) where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. In addition, the asp observed that the device was unable to maintain peep (positive end expiratory pressure). The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm. H3 other text : serviced by asp.